Event description:
It was reported that the insulin gauge displayed a different amount than expected, specifically showing a fill estimate issue of 40 units. There was no adverse impact to the customer¿s blood glucose level. The customer was informed not to reuse supplies and to remove the cartridge from the pump during insulin filling. After receiving assistance with the loading process, the customer successfully resumed insulin use, and the gauge displayed an accurate reading of 120 units.